Event description:
It was reported that during a laparoscopic gastric bypass procedure, it was leaking from the trocars a lot. 510 liters in an hour, totaly 629 liters during the operation. They did not change the leaking trocars. The procedure was prolonged 30 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 06/29/2010.